Event description:
It was reported that during booting up and after attempting to replace safety disk by biomed, the cardiosave intra-aortic balloon pump (iabp) displayed power up test fail code # 6. In addition, the customer informed that the unit had intermittent touch screen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10. Correction to serial number block d4.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. And was able to confirm the failure. The stm stated that the issue was caused by the touchscreen being out of calibration due to the display being dropped and damaged. The stm calibrated the touchscreen and started a complete diagnostics tests. During testing the touchscreen stopped responding and the stm could not get it to respond again. Subsequently, the stm ordered the required parts and returned to complete repair the touch screen was replaced along with different display bezels and seals. After reassembling, the stm was able to complete the diagnostic, performance and safety tests. A completed pm was performed, the unit passed all safety, functionality, and calibration checks to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during booting up and after attempting to replace safety disk by biomed, the cardiosave intra-aortic balloon pump (iabp) displayed power up test fail code # 6. In addition, the customer informed that the unit had intermittent touch screen. There was no patient involvement, and no adverse event reported.